Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/ short interval counts (sic), the criteria for the right ventricular lead integrity alert were met, and oversensing associated with the right ventricular lead. Analyst commented, 2 non sustained tachycardia (nst) episodes with v-v intervals greater than 220 milliseconds on (B)(6) 2015 386 ventricular-sic since last session 37 days ago. Lead failure predictor triggered on (B)(6) 2015 for ventricular-sic and non sustained tachycardia. Concomitant medical product: d354trg ICD, (B)(6) 2013; 1156t-86 st jude lead. (B)(4).

Event description:
It was reported that during use the right atrial lead encountered high short interval counts (sic). Isometric movements and pocket manipulation were performed and no observations were noted. The ra lead remained in use. Approximately nine months later, a lead integrity alert (lia) triggered due to sic and high rate non sustained episodes. Noise in the ra was confirmed with patient isometric movements and high output pacing. The device settings were re-programmed, the ra lead remained in use and patient monitored. Approximately three days later a revision procedure was performed, and ra lead fractured reported. The ra lead was capped, remains in the patient and replaced with a different lead. No patient complications have been reported as a result of this event.